Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a shunt case. It was reported that intra-operatively, while navigating, the surgeon mentioned that they looked 1-2mm inaccurate. Surgery was completed utilizing the navigation system and there was no reported delay to the procedure. There was no reported patient impact.

Manufacturer narrative:
Device evaluation: the archive was reviewed but contained no registrations or navigation data. The 2 exams were not optimal for stealth; they contained different slice spacing and thickness, irregular slice spacing, and missing slices.

Manufacturer narrative:
Additional information: UDI updated, manufacturing date updated.